Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.